Event description:
A 2.5 mm diameter x 24 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a right coronary artery lesion. The vessel was tortuous and calcified with a heavy shelf of calcium at the area of the 'shepherd's crook'. It was reported that a wire was inserted and the lesion was predilated; however, while the delivery system was being advanced the stent dislodged. The stent was removed with a snare. A driver stent was attempted to be inserted, but it would not cross. The case was completed with another MFR's device. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Conclusions: other (lack of info, films and device were not returned). Other (required secondary intervention).